Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box h. The following correction has been corrected in this report. In box h: the labeled for single use has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging feels like suffocating in the middle of the night with the mask on, wakes up in the middle of the night, lightheaded, sores in nose and dizziness. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.